Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Keel punch rp size 4-7(950502012-cat no.; lot no.-nb67622) broke while preparing tibia in a total knee replacement case and was shifted to pfc sigma.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary the device associated with this report was not returned for evaluation, however, photographs were provided confirming the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.